Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the reported issue and noted the iabp unit would not pump on a trainer balloon. Upon review of the log files, the stm observed the autofill failure logged in addition to error code #124 and error code #58. The stm replaced the pneumatic module assembly and noted that the iabp unit would now pump on a test balloon. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. The iabp unit was swapped out to continue therapy. There was no patient harm and no adverse event was reported.